Event description:
Patient reported that their tooth is sensitive to hot/cold and turning gray. Tooth #10 is the tooth of concern. Provided information on sensitivity and advised to see their dentist and provide diagnostic findings. Patient was seen by dentist who recommended a root canal and crown. Root canal treatment scheduled.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.